Event description:
It was reported that a revision surgery was performed due to several dislocations.

Manufacturer narrative:
The likely cause of the damage observed on the oxinium femoral head and r3 xlpe acetabular liner were due to the multiple dislocations that were reported.